Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin centrifugal pump console (scpc). The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). The local distributor performed an investigation including a series of interviews and tests to clarify the circumstances surrounding the event and to assess the status of the involved device. Through the investigation, a photograph was received showing the configuration of the machine used for the ventricular assistance device (vad) procedure. The photograph showed that the flow sensor, erc clamp and level sensor were not used. The pressure sensor was used, but was not connected to the scpc circuit, and a bubble sensor was used. During the procedure, less than an hour after the ecc was initiated, the unit was left to be monitored by a non-perfusion-trained ICU professional. Around seven hours later, the mean pressure was identified to have dropped to around 40mmhg (lower than intended). The ICU professional decided to increase the flow but did not disclose the new flow rate. Some time following the flow rate increase, several alarms sounded. The user was unable to identify the origin of the alarms, so it is unknown which alarms were triggered. The user detached the circuit from the cannulae and, with the patient clamped, tried to verify suction from the centrifugal pump. The user reported that there was no evident suction and that the centrifuge was generating a loud sound. The distributor's investigation concluded that equipment was used against the manufacturer recommendations and was not directly responsible for the incident. The available sensors and security accessories were not used, and a trained perfusionist was not available in the critical moments of the incident. The issue was determined to have been caused by user error. A review of the all dhrs for all returned devices did not identify any deviations or non-conformities relevant to the reported issue. A maintenance or service history for the involved device could not be retrieved, as the hospital does not contract with the distributor for safety technical inspection services. Sorin group (B)(4) will continue to monitor for trends related to this type of issue. Evaluated by distributor.

Event description:
Sorin group (B)(4) received a report that the sorin centrifugal pump console alarmed and the centrifuge disposable did not work. Later, the map (mean arterial pressure) dropped to 40mmhg and continued to decrease. The patient entered into systemic shock and expired.